Event description:
A peritoneal dialysis (pd) nurse reported that a pt had experienced a peritoneal membrane leak at the end of (B)(6) 2015. The pt was subsequently hospitalized on (B)(6) 2015 to receive treatment for the leak and to undergo pd catheter removal. The pt was transitioned to hemodialysis. Med records have been requested.

Manufacturer narrative:
Med records were requested and were not made available. A supplemental report will be submitted upon completion of plant's investigation.